Event description:
It was reported that during a ptca/stenting treatment procedure, the express2 monorail stent dislodged from the delivery system. The patient was asymptomatic during this event. It is noted that the express2 monorail stent was expired. The lesion being treated was a 90% stenotic lesion in the right coronary artery. The physician used a 6 fr introducer sheath in a right femoral vascular access site, a 6 fr launcher guide catheter and a newroute .014" guide wire to cross the lesion. The lesion was not pre-dilated and the express2 monorail stent delivery system could not cross the lesion. The delivery system was being withdrawn from the patient when the stent got caught on the guide catheter and became dislodged from the delivery system. Attempts to retrieve the stent with a snare were unsuccessful. The stent embolized to an aneurysm in the iliac artery, and retrieval attempts were stopped due to the risk of rupturing the aneurysm. The stent remains in the iliac artery aneurysm. The procedure was completed with a drive 4x15 mm stent. Patient status is reported as `good'.